Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard denali filter was deployed at an infra renal location, for a patient to prevent blood clots. Approximately, two years and seven months of post deployment, a computed tomography (CT) thorax was revealed that there was a grade 3 perforation of the 12 o¿ clock strut that abutted the transverse duodenum. Grade 1 perforation of all the legs were noted. There was no tilt and apex of filter did not touch the inferior vena cava wall. There was migration noted and apex of filter was 1.46 cm below the left renal vein confluence. No definite fractured or missing struts were seen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent blood clots. Approximately two years and seven months post filter deployment, a computed tomography (CT) thorax with and without contrast revealed that a filter strut abutted the transverse duodenum and apex of filter was below the left renal vein confluence. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.